Event description:
The subject experienced an adverse event and was reported to have "pe right lower lobe after surgery, patient was transferred to another hospital for ivc filer on (B)(6) 2010, and pneumonia on (B)(6) 2010).

Manufacturer narrative:
This MDR is being filed based on information provided from clinical retrospective study.